Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
It was reported that during a dialysis session (ultra filtration(uf) goal of 0.5 l over 4.5 hours) run, the machine was shown to be removing 3 times as much fluid as programmed. As a consequence, the patient became unwell after his blood pressure dropped. He was conscious, nauseated and then subsequently vomited. Therefore, the medical staff administered approximately 500mls - 1 litre of saline. The patient then recovered and the ultra filtration was stopped for the remaining time on dialysis. After the treatment the patient was in a satisfactory condition to go home.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
It was reported that during a dialysis session (ultra filtration(uf) goal of 0.5 l over 4.5 hours) run, the machine was shown to be removing 3 times as much fluid as programmed. As a consequence, the patient became unwell after his blood pressure dropped. He was conscious, nauseated and then subsequently vomited. Therefore, the medical staff administered approximately 500 mls - 1 litre of saline. The patient then recovered and the ultra filtration was stopped for the remaining time on dialysis. After the treatment the patient was in a satisfactory condition to go home.